Event description:
Additional information received reported that while the patient had initially experienced improvement in her functional capacity and her right upper limb pain, the patient started noticing ¿battery dysfunction¿ by the time of initial report. The patient had experienced ¿changes in temperature at the battery level¿ in addition to ¿stimulation changes and electric shocks leaving you feeling the stimulation.¿ impedance testing performed at the time of initial report found impedances of 40000 ohms in ¿all electrodes without communication with the them.¿ the patient was prescribed prolonged release acetaminophen as a result of the event. Additionally, a battery change was planned ¿due to malfunction.¿ it was noted the patient¿s medical history included failed cervical back syndrome (post laminectomy syndrome). There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated the patient¿s ins and lead had not yet been replaced as of (B)(6) 2020. It was noted the patient¿s devices remained implanted and their therapy was off at that time. The patient was in ¿constant pain¿ at the time of follow-up. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 15-aug-2020, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 15-aug-2020, UDI#: (B)(4). Foreign report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a return of pain in their right arm. Impedance testing was performed and found ¿high impedances.¿ x-ray imaging was then performed to check the integrity of the patient¿s system and ¿no damage was perceived.¿ it was decided to leave the patient¿s system off at that time. It was later reported on (B)(6) 2020 that the patient was ¿feeling less than 50% of therapy relief¿ and that their implantable neurostimulator (ins) battery was overheating at the device pocket. X-ray impedance testing and impedance measurements performed at that time ¿did not detect any failures in the ins and broke leads.¿ it was noted the patient¿s doctor again suggested the device be turned off; the issue remained unresolved at that time. The patient reportedly ¿needed to have a surgical intervention in order to replace the device and leads that helped to alleviate his pain.¿ a lead change was initially reported to have been scheduled for (B)(6) 2020. There were no further complications reported or anticipated.